Event description:
It was reported that the ventricular alarmed for high pressure. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The step motor was found faulty and was replaced. The step motor is part of the inspiratory air gas flow regulation. The step motor was retained on site at customer request. The customer has since informed us that the step motor has been disposed of. Our conclusion is that the reported event was caused by the faulty step motor, but the cause of the step motor failure cannot be determined. (B)(4).